Manufacturer narrative:
The returned instrument was received in its inner blister, packaged in a foil bag. The tyvek foil with the lot information and the outer blister were missing. The product shows no macroscopic sign of damage and no surgery residues. The instrument was visually inspected with the aid of a photomicroscope using various magnification. During the visual inspection with the microscope, no abnormalities could be identified. The forceps arms opened and closed as expected and the grasping arms showed no bending and no misalignment was found. Therefore, the customer¿s complaint could not be confirmed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaint data for all manufacturers products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract-vitrectomy combination procedure, the tip of the ophthalmic forceps could not be opened or closed. The surgery was completed on the same day by replacing the forceps, and there was no patient harm.